Event description:
It was reported that the patient had a bladder stimulator implanted on the 19th (patient rep did not confirm which month). Caller stated that the patient might have adjusted the bladder stimulator therapy through its programmer and right after that the patient started experiencing hallucinations and nausea as well as vomiting. The patient was admitted to a hospital. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).